Event description:
The (B)(4) service repair tech reported that during routine testing of the device at the service center, the roller pump had a loud driving noise and excessive oscillation of the occlusion knob. There was no pt involvement.

Manufacturer narrative:
Eval is progress, but not yet concluded.